Event description:
Reporting status: serious injury - permanent damage/medical intervention. Reporting rationale: dislodged stent compressed in an unintended site. Device issue: stent dislodgement. It was reported that the procedure was to treat a heavily calcified lesion in the mid rca. After pre-dilating the lesion with a 2.75 and a 3.0 balloon, the 2.5 x 18 xience v was advanced, but was unable to cross and was removed. An attempt was then made to cross with a shorter (2.75 x 12) xience v stent, but it was unable to cross. It was then observed that the stent implant from the first xience v had dislodged in the proximal rca. An attempt was made to snare the dislodged stent, but was unsuccessful. A balloon was used to compress the stent against the vessel wall and then another xience v stent was deployed on top of it. The mid rca lesion was left poba only. There were no pt effects reported. No additional event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and contrast in the inflation lumen and balloon. The stent implant was dislodged from the sds and not returned. The balloon was loosely folded with crimp marks between the markers. There were no kinks or damage noted to the inner member or tip. There was no damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident info and the returned product analysis. The inability to cross a lesion can be affected by numerous factors. In this case, it was reported that the pt's anatomy was mildly tortuous and heavily calcified, which could have contributed to the difficulties experienced. Analysis of the returned product found that the stent implant was dislodged and not returned, which is consistent with the reported info. The contrast in the balloon and loose balloon folds suggest that the sds may have been pressurized at some point during the procedure, though it is not known if this occurred before or after the stent implant dislodged. There were crimp marks visible on the balloon between the markers, which indicates that stent implant had been crimped in the correct location during manufacturing. There was no other damage noted to the sds which could have contributed to the failure to advance or stent dislodgement. It is possible that during the procedure, as the attempts were made to advance across the target lesion, the stent implant loosened on the balloon and then dislodged. Further, it is also possible that if positive pressure was applied to the sds during the procedure, the stent implant may have expanded slightly such that the stent implant dislodged. Based on the incident info and returned product analysis, it appears that the failure to advance and stent dislodgement were related to the operational context of the procedure. A review of the product lot history records did not reveal any non-conformances which could have contributed to the difficulties experienced. There have been no previous reports of stent dislodgement involving products from the same lot. As the reported difficulties appear to be related to the operational context of the product, no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security, and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.